Event description:
It was reported that on the initial implant planning screen, the femur implant position was extremely medialized. Femur knee center was not taken incorrectly. The surgeon is able to move implant laterally and proceed with plan. No patient injuries and delay of fewer than 30 minutes was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device was being used during treatment when it noted that the femur implant position was incorrect. The log files were not returned for evaluation. The DHR was reviewed for software version (rc-7007) and it has been validated. A complaint history review found complaints of the reported issues and will continue to be monitored. The relationship of the device and the reported event has not been established. A factor that may have contributed to the reported event was that while collecting femur points, outlier points were collected which do not represent the bone surface and may be misleading. However, without the log files or case screenshots, we are unable to confirm this issue. Therefore, the root cause of the issue was due to could not be determined. No containment or corrective actions are required at this time.